Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and non-calcified left superficial femoral artery. After insertion of a 6f non-bsc introducer sheath and a non-bsc guidewire crossed the lesion, pre-dilation was performed using a 4x4mm sterling¿ balloon catheter. An 8x18mm innova stent was then implanted and a 6.0mmx150mmx150cm (4f) sterling¿ balloon catheter was advanced for post-dilation. The balloon was initially inflated at 6 atmospheres; however, on the second inflation at 6 atmospheres for 10 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a new 6x4mm sterling¿ balloon catheter. No patient complications were reported.